Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows - date: (B)(6) 2011, inratio2: 3.5, lab: 1.44. Pt's therapeutic range: 2-3 inr.